Manufacturer narrative:
The reported issue could not be confirmed due to the previously reported issue in MFR (3013756811-2018-24277).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that it took longer than expected for drops of insulin to be seen coming from the end of the infusion tubing during the fill tubing sequence. The customer's blood glucose (bg) level was 200 mg/dl. Reportedly, the customer continued the fill tubing sequence until drops were seen at the end of the infusion tubing and successfully completed the load sequence. The customer did not change any supplies in order to resolve the issue.